Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens on (B)(6) 2012. Three hours after surgery, the patient complained of cloudy vision. For three months following the initial surgery, the patient complained of halos, cloudy vision, nausea, weight loss and not seeing well in dark conditions. The icl was explanted on (B)(6) 2012 due to excessive vaulting.

Manufacturer narrative:
Nausea; halo; surgical procedure, secondary surgery; cloudy vision; weight loss. Lens, vaulting, excessive. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Event problem: lens, decentration of. Evaluation method: medical review. Results: medical review - review of this file indicates that the patient complained of cloudy vision, halos and nausea. Surgeon's notes stated that the lens was decentered and superiorly vaulted. The most likely cause of this event is that the icl is tilted because it is not positioned properly or the part of the icl rests on a ciliary body cyst. A decentered lens may cause cloudy vision and halos. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of this event is that the icl is tilted because it is not positioned properly or the part of the icl rests on a ciliary body cyst. (B)(4).